Manufacturer narrative:
The returned device was extensively reviewed. No problem found. Product functioned as intended.

Event description:
Patient reports using bone stimulation unit for 7-9 days on unknown dates. Subsequently, patient reports a right leg fracture on an unknown date that allegedly resulted in emergency surgery. The report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.